Manufacturer narrative:
Continuation of d10: product ID: 97745bp, serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). B3: date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the implanted neurostimulator (ins) has gone dead since awhile. Pt stated their neuropathy seemed to be under controller but now they were feeling more neuropathy symptoms since ins was dead. Asked unknown event date. Patient services (ps) was going to walk pt through connecting to charge the ins. Pt stated the controller was also dead. Ps was having the pt connect to the ac power supply. There was power but the green light was not flashing on the controller. Pt did verify that the controller was responding to ac power w/o the pack battery. When the battery pack was reinserted, there was still no light indicating the controller was charging. The issue was not resolved. A replacement battery pack was requested. Ps made an outbound call to verify that the controller will charge the battery pack ¿ pt was able to connect to the ins to charge. Excellent charge quality the controller is 100% and the ins was in the red.

Manufacturer narrative:
Concomitant medical products: product ID 97745bp serial# (B)(6) product type accessory h3: analysis of the 97745bp battery pack (bp) (B)(6) revealed that battery pack won't charge in a known good unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.